Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that when the symptomatic patient presented at the ER, loss of capture was observed via merlin.net transmission. The rv lead was dislodged. During repositioning, the helix was slow to retract and then did not retract. The lead was explanted and replaced. The patient was discharged normally the following day.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.